Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported air-in-line alarms has not yet been possible. Moog will update this report with new information as it becomes available. Device not returned to manufacturer.

Event description:
The customer reported that the curlin 4000 ambulatory infusion pump experience frequent air-in-line alarms. The customer stated that the administration sets were checked for air but no air was present. The patient was receiving tpn and had a delay in therapy estimate 18 hours, but the customer stated there was no impact to the patient. (B)(4).